Event description:
It was reported that the pulse oximeter's screen displayed missing segments. There is no patient involvement being reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4).the returned device was evaluated for the reported issue. The reported event was confirmed. The failure investigator replaced the user interface (ui) printed circuit board (pcb) to resolve the issue.

Manufacturer narrative:
(B)(4). The reported failure mode of unit display was missing segments was verified. This is a known issue, and has been isolated to the user interface printed circuit board (ui pcb). Actions have been taken under remedial action efforts. Complaint trends will continue to be monitored.